Event description:
It was reported that during a bankart surgery, the lasso at the tip broke-off. The broken piece was retrieved out of the patient. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45r was received for investigation. Visual inspection identified that the 45° curved tip had broken from the main assembly at the weld. The tip, however, was not returned with the remainder of the suturelasso for analysis. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the device during use.